Event description:
Same case as MFR report #: 2134265-2014-07703. It was reported that post a stenting treatment procedure the patient died. Femoral access was obtained. The 60mm long, eccentric, de novo lad (left anterior descending) lesion was prepared with predilation and rotational atherectomy using a 1.25mm burr and two promus element plus stents (2.5x38mm in the mid-distal lad and 2.75x24mm in the left main ostium to mid lad) were placed. During post dilation the patient experienced severe chest discomfort and collapsed within a few minutes. The patient expired the same day.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported by the physician that during the implantation it was going smoothly but when he was doing post dilatation of the stent within 5 minutes the pressure started fluctuating and patient complained about severe chest pain. Post that patient went into complete heart block, CPR had been done for not less than 15 mins but unfortunately patient could not survive.